Manufacturer narrative:
The check of the manufacturing charts of the lot# of the delta neutral liner involved (201614467) did not show any anomaly on the 10 liners manufactured with this lot #. No other complaint reported on the same lot#. A mixed prosthesis was used during the surgery of (B)(6) 2017. In addition, by the available info, there was a suboptimal choice of the components (e.g. Poly liner) during the original surgery; this could have significantly contributed to the dislocation. We will submit a final report once the investigation will be concluded.

Event description:
Hip revision surgery done on (B)(6) 2017 due to implant dislocation. According to the info reported, the prosthesis implanted during the primary surgery done on (B)(6) 2017, was a mix of components from different manufacturers (limacorporate acetabular cup + poly liner, cpt stem and zimmer-biomet metal head). Surgeon remarked the stem originally implanted was not the correct version so needed to be restored. Zimmer head was removed off the cpt stem and the bioball was implanted in order to reach a correct stem version. Also the neutral lima poly liner was removed and exchanged with the protruded liner. Event happened in (B)(6).